Event description:
It was reported to covidien on (B)(6) 2011, that a customer had an issue with an insulin syringe. The customer reports while activating the safety device after giving an insulin injection to a pt, the nurse poked herself in the left thumb. The customer reports that gloves were worn at the time of the injury and tetanus 0.5ml was given because of the needle stick.

Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded. Maude event report # (B)(4).